Event description:
The following was reported to hamilton medical ag: frozen display. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B) (4).

Event description:
The following was reported to hamilton medical ag: frozen display. No patient involvement.